Manufacturer narrative:
Date of submission 11-dec-2017, device evaluation: the device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal on the left side of the grip pad. The top slot of the returned battery cap was worn. The returned battery cap was found to be difficult to be removed from the test pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked/damaged and that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.